Event description:
Procedure: colectomy. According to the reporter: the instrument was used for resecting the colon and when the anastomosis was done, the staple line broke. A laparotomy was performed to complete the operation.